Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. Microscopic inspection of the balloon and bond did not reveal any damage. Functional testing was performed by attaching an inflation device filled with water to the device. As the device was pressurized water leaked from the tip. Microscopic inspection of the wire lumen identified a hole in the inner shaft 3mm from the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 2.5mm x 100mm x 150cm sterling¿ sl balloon catheter was used to dilate the target lesion. However, the physician had difficulty tracking the balloon over the v-18 guide wire and after reaching the target lesion, the balloon ruptured on the 1st inflation. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 2.5mm x 100mm x 150cm sterling¿ sl balloon catheter was used to dilate the target lesion. However, the physician had difficulty tracking the balloon over the v-18 guide wire and after reaching the target lesion, the balloon ruptured on the 1st inflation. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).